Event description:
It was reported the handle and cord storage cover need to be replaced. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found a printed circuit board assembly is out of electrical specification. Analysis also found tabs on power cord door and keyboard are broken. Hinge plate screws are missing and the lower case is damaged. It is noted the handles are not broken. (B)(4).